Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed in two separate sections. The stylet was still inserted in one of the sections. The second section exhibited the helix extended out of the tip and body fluid present around it. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break and the lead was severed after manipulation in the field.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The physician was unable to extend the helix of the lead and a fracture was suspected. The lead was removed prior to pocket closure and was never in service. A new lead was placed without issues. No adverse patient effects were reported.